Event description:
Account states unit has no caregiver function.

Manufacturer narrative:
Unit has fluid stain on ucm board, no gasket in siderail. Technician replaced ucm board and siderail gasket kit to resolve.